Manufacturer narrative:
The reported failure of the flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that a trilogy evo device is missing a service kit. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy evo device was returned to the third-party service center for evaluation along with the error log. An error related to a pressure sensor mismatch was discovered within the logs, and due to the preventative maintenance activities, the machine flow sensor was also observed to be contaminated with dust and needs to be replaced to address the issue. The unit was returned unrepaired as per the customer request. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.